Event description:
It was reported that the patient underwent an orthopedic surgical procedure on an unknown date and suture was used. Approximately 4-8 weeks following the procedure, the patient experienced redness and suture spitting from subcutaneous tissues through the skin. The visible suture was removed and incision and drainage performed on small wound. The patient was administered antibiotics. The patient was followed up at first a couple of times a week, then weekly until symptoms were treated. It was reported the patient did not have any other complications following the suture removal and wound treatment.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.